Manufacturer narrative:
MDR (B)(4) / initial 1 of 2 establishment name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: ca post office or zip code: 91325-1219 based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that, the patient experienced infusion set cannula was bent event on (B)(6) 2026 led to skin irritation blood at the site.